Manufacturer narrative:
We are awaiting additional info regarding the complaint. The final report shall be submitted once the eval is completed.

Event description:
Report stated a renal stent in fenestrated endovascular graft (vascutek) occluded 1 week later.